Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015.

Event description:
The clinician reported that 4.5 months after the dental implant and abutment were placed in the mouth, the implant had not yet achieved osseointegration in type ii bone. Clinician reports pain, bleeding, swelling and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. The dentist reported that immediate implant and immediate load procedures were performed. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that 4.5 months after the dental implant and abutment were placed in the mouth, the implant had not yet achieved osseointegration in type ii bone. Clinician reports pain, bleeding, swelling and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)